Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right ventricular (rv) lead had high capture threshold. The lead was explanted and replaced. The patient was discharged with no adverse consequences.